Event description:
The endoscopic clip applier misfired. The grasping/clasping end of the unit would not perform as per manufacturer's instructions. Procedure was laparoscopic cholecystectomy. The device was removed from field and a second device was used. No harm to pt.